Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump received a broken force sensor detected during seating or regular delivery alarm. The customer's blood glucose was 3.2 mmol/l at the time of incident. The customer¿s other blood glucose level was 4.9 mmol/l, 3.3 mmol/l, 3.6 mmol/l, 4 mmol/l. The customer also experienced high blood glucose levels. The customer also experienced high blood glucose levels. The customer treated low blood glucose levels using maple syrup and food. The customer also experienced ear infection and stomach flu due to which she threw up. Troubleshooting was not performed for pump error alarm. The device will not return for analysis.